Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted for suspicion of an infection. No further adverse patient effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 164 mg/dl and 75 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.